Event description:
During lumbar fusion x-ray detectable 4 x 4 sponge frayed. String from the frayed sponge was found to be lodged in the allograft/autograft and rod that was being placed. Surgeon had to remove the rod to remove the string from the surgical site.